Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the check valve was cracked. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blood set heparin syringe was filled with blood during treatment with an unspecified dialysis set. A crack in the green check valve ( part of the blood tubing set) was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.